Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue associated with a replacement adc device. The customer originally reported experiencing bleeding upon application and ordered a replacement. The customer indicated they did not have a device to monitor glucose while they felt hypoglycemic and lost consciousness. The customer was treated with glucagon injection and sugar administered by family member. There was no report of death or permanent injury associated with this event.